Event description:
It was reported that the patient presented in-clinic for a generator upgrade procedure. During the procedure it was noted that the stylet was stuck in the newly placed left-ventricular (lv) lead, damaging the lead insulation, and the connector pin was detached as well. As a resolution the lv lead was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.

Manufacturer narrative:
The reported events of insulation damage, connector pin detached, and stylet was stuck were confirmed. A partial lead was returned in two pieces. The connector pin with the crimp sleeve were found pulled out of the connector assembly consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. The inner coil and a ptfe coating were found bunched up distal to the connector pin. The stylet that was used in the field was not returned. The connector cap was found intact and in placed in the connector assembly. The cause of the reported events was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin with the crimp sleeve to be pulled out of the connector assembly